Event description:
A malfunction on a pump was reported by the caller, and there were no notable events preceding this issue. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own.